Manufacturer narrative:
Internal report # (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Note: manufacturer contacted customer in a follow-up call to ensure the customer's condition improved - unable to establish contact with customer at this time. Unable to send product notification letter as no address on file for customer.

Event description:
Consumer reported complaint for e-5 error. Family friend is calling on behalf of the customer. At the time of the call the customer reported feeling ill with symptoms of frequent urination, increased thirst and fatigue. Caller was going to seek medical attention for customer. Caller could not continue with the troubleshooting process and no further information was able to be obtained.